Manufacturer narrative:
Original MDR 2517506-2017-00770 was filed 11/9/2017. Siemens headquarters support center (hsc) has concluded their investigation. The dimension vista troponin result was accompanied by an error message. Customers are instructed in the dimension vista operator's guide not to report error flagged results. This issue was investigated by siemens healthcare diagnostics headquarters support center (hsc). Hsc evaluated system data and ctni quality control (qc) recovery was within acceptable ranges. Based on the instrument data the instrument was performing as designed. The cause for the discordant ctni result is unknown based upon investigation and the information provided by the customer.

Manufacturer narrative:
MDR 2517506-2017-00769 was also filed for the same customer inquiry. Quality control was within specification during testing. Siemens is investigating the incident.

Event description:
A discordant falsely depressed cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 1500 instrument. The initial flagged result was reported. The physician did not question the result and no corrected report was issued. A different patient sample that was confirmed high for ctni was used to dilute the sample. A higher result was obtained in the first repeat and flagged results were obtained in the second repeat. The customer questioned the first repeat as the result was expected to be higher. The discordant low results were confirmed twice and confirmed once on an alternate siemens instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed ctni result.